Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) visited the customer site to troubleshoot an abbottlink detected error code 9077: unable to communicate to sample handler or processing module, error (37), (10060) at (B)(6)-2010, 00:00:59. When he arrived at the customer site, module two was offline. The fse turned on the breaker and observed a spark originating from the back of the analyzer. After he observed the spark, he saw smoke emitted from the instrument. When the fse inspected the instrument, he observed 36v module artesyn power supply board ((B)(4)) was burnt. The cause of the sparking could not be determined by the fse. After the components replacement of the 36v module artesyn power supply board by field service, no additional occurrences of this issue have been observed. The instrument has returned to running within specification. Review of the safety memo and product evaluation indicates the architect i2000sr is certified to the appropriate (B)(4) safety standards that apply to electrical equipment for measurement, control, and laboratory use. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual ((B)(4)) contains information to address the customer's current issue. Based on the available information, no product deficiency was found. Review of complaint tracking and trending.

Event description:
The customer states that error code 9077, unable to communicate to sample handler or processing module, was generated by the architect i2000sr analyzer. An abbott field service engineer (fse) visited the customer site. The customer informed the fse that when he came into the lab, the analyzer's module 2 was offline. The breaker was tripped and when the breaker was turned back on, the customer saw sparks at the back of the analyzer accompanied by smoke. The fse could also see that one of the power supply cards was burnt. The fse inspected the analyzer for any further evidence of the analyzer short-circuiting but found none. The fse replaced the power supply card and subsequent instrument operation was acceptable. No injuries were reported and there was no reported damage to the surrounding lab environment. There is no reported impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.